Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented with undersensing and noise on their implantable cardiac monitor. Programming changes were recommended. There were no patient consequences.